Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 11-dec-2020. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. As the production lot number of the equipment is unknown, we checked the DHR for one year (january 2020 to december 2020) from the date of occurrence and found that there are no abnormalities in the inspection items related to the event reported. The root cause could not be determined. However, probable causes for the reported event may include: - the rubber of the biopsy valve is damaged or deformed by attaching/detaching the aspiration biopsy needle and the syringe during the procedure. - the biopsy valve was not placed properly on the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
At this point, the device is not going to be returned. However, the investigation is ongoing. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported, the single use adaptor biopsy valve began leaking and spraying water during a procedure. According to the initial reporter, the user covered the valve with a towel and they continued working. The procedure was successfully completed. There was no patient harm or consequence reported as a result of this event.